Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported patient infection could not be determined. Olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to obtain additional information on the reported event. To date, no additional information was obtained. As part of our investigation, an olympus endoscopy support specialist (ess) visited the user facility multiple times in 2015 and 2016 as a result of the reported event. The ess assessed and observed the facilities reprocessing practice as well as provided reprocessing training on olympus endoscope reprocessing instructions. No deviations were noted. The ess further reported that the reprocessing issue that occurred in 2012-2013 has been corrected. The user facility is now using the correct connector tubing for their scope and steris aer machine. The root cause for the reported patient infection is most likely due to an insufficiently reprocessed colonovideoscope. The reprocessing manual states, ¿all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators who contact them.¿

Event description:
Olympus became aware of an article on september 14, 2016 alleging that after a colonoscopy procedure, a patient tested positive for an unknown infectious disease as stated by the patient's lawyer. The patient was examined by an unspecified colonovideoscope that was reported to be inadequately reprocessed by the user facility in 2012 and 2013. The user facility utilizes a non olympus steris automated endoscope reprocessor (aer) machine. It was reported that the user facility did not have the correct connector tubing that connects the colonovideoscope to the steris machine; therefore, the auxiliary water channel of the colonovideoscope was not properly reprocessed. The user facility responded to the lawyer's allegation stating that there was no evidence of transmission of illness from the reported colonovideoscope. The patient's outcome is unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Olympus received a legal document on november 7, 2018 that provides additional information regarding 8 of the 293 previously reported patients who underwent colonoscopies or other procedures with an improperly cleaned scope at baystate noble from june 2012 through april 2013. According to the legal document, the 8 patient were unnecessarily blood tested and report complaints of fear, anxiety, mental and physical pain. The legal document alleges each of the 8 patient complaints are due to being exposed to the scope which has also resulted in the aggravation of these patient¿s pre-existing conditions. There was no report of infection with regard to the 8 patients. In addition, the legal document provided the following 8 patient identifiers: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the user facility and published literature. On (B)(4) 2018, an olympus endoscopy support specialist (ess) performed an onsite visit to evaluate the user facility¿s reprocessing methods. During the evaluation the ess was informed by the user facility¿s biomedical engineering department that a scope (model/sn. Unk) was not being reprocessed properly. The user facility reported that the sterile processing staff did not know the scope had an auxiliary water channel; therefore, the channel was not being reprocessed after use. It was reported that some three years earlier the facility¿s 140 series scope had been returned for repair; however, the scope was determined to be un-repairable and was upgraded to a 160 series. The facility¿s sterile reprocessing manager reported that patient infection concerns associated with the scope¿s improper reprocessing had been released in a local news article. On (B)(4) 2018 the ess conducted a follow up visit to discuss education and services. The ess reports that during the visit the facility¿s vp of surgical services confirmed that the improper reprocessed scope mentioned in the news article was manufactured by olympus. On (B)(4) 2018 olympus received an article titled ¿improper disinfection procedures may have exposed 293 baystate noble patients to hepatitis, hiv.¿ the articles reports that 293 patients who underwent colonoscopies at the user facility between june 2012 and april 2013 are at risk of having been exposed to blood-borne pathogens during their procedure. The patients were notified by letter that they should be screened for hepatitis b, hepatitis c and hiv, the virus that causes aids. The article reports that patients were also provided a telephone number to contact for further information. The article reports that the user facility began using the new colonoscopy equipment in june 2012. The article reports that the facility¿s infectious-disease physician and baystate's head epidemiologist believe the risk of infection is low. In addition, the article reports that baystate health acquired noble hospital in july 2015. Recently, on february 23, 2018 olympus became aware of an additional updated article titled ¿baystate medical center warns patients after unclean colonoscope discovered.¿ the article reports that as of (B)(4) 2018 an additional 49 patients from baystate¿s springfield location have been notified that a colonoscope used during their bowel surgeries may not have been cleaned properly. The article reports that the user facility is offering precautionary testing to these patients. As part of our investigation, an olympus endoscopy support specialist (ess) has provided five different reprocessing in-services and at the request of the user facility several additional trainings have been scheduled. Also, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result.